Event description:
It was reported that the patient experienced no stimulation sensation. The event or symptoms occurred following some type of environmental exposure. The patient had knee replacement and after this, they didn't feel stim and representative had to "reset it". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-28 lot# v728411 serial# implanted: (B)(6) 2011, explanted: product typ lead product ID 3037 lot# serial# (B)(4), implanted: explanted: product typ programmer. (B)(4).